Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e2338 captures the reportable event of swelling/edema. Imdrf patient code e2326 captures the reportable event of inflammation. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f0801 captures the patient's admission to the intensive care unit (ICU). Imdrf impact code f2301 is being used to capture the use of clips to address the perforation.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a walled-off necrosis during a cystostomy procedure performed on (B)(6) 2024. During the procedure, the stent's first flange was deployed; however, when deploying the stent's second flange, the stent fell short into the collection or peritoneum. Subsequently, the stent was removed using grasping forceps and the perforation was closed with clips. The patient had also encountered discomfort, pain, edema, inflammation, and swelling. In the physician's assessment, the device or the procedure contributed to the patient complications. The procedure was not completed, and the patient was admitted to the intensive care unit (ICU) for monitoring.